Event description:
It was reported that the user was planning to acquire 2 set up field images by performing a kv/mv match (matching a simulator x-ray image to an image acquired at the clinac) before treating using rapid arc plan or intensity modulated radio therapy (imrt). The user proceeded to go to the on board imager (obi) 2d/2d match function on the clinac and observed that the planned treatment parameters couch vertical displayed 11, 7cm, but the target position in obi displayed 11,0cm. A shift of 7mm was visible in the matched images. The graticule is no longer aligned as the isocenter has changed. This issue is occurring approx 2-3 times a day, when making couch vertical and/or longitudinal shifts or when attempting to do a cv/mv match. No mistreatment occurred as a result of the event.

Manufacturer narrative:
Reference images were used to duplicate the reported issues. The allegation in the complaint was confirmed. The user is using simulator images as reference images. In some cases, it turned out that the user had taken these images with a different vertical couch position, presumably in order to get a better view for this non-therapy image modality. As a result, the beam isocenter is in a different vertical position in the two image sets. When doing a 2d/2d match in obi, the resulting vertical couch shift after the anatomical match is different depending on which reference image is used as the reference for the match. This can result in an incorrect shift being recommended. Though still under investigation, varian has determined that a MDR is appropriate. Add'l follow-up to this MDR is expected upon completion of the investigation.